Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation necessitating explantation and exchange. The healthcare facility has confirmed that a back-up lens was implanted during the original surgery session without further incident and without injury to the patient. The device was discarded by the healthcare facility following use. The additional information received from the healthcare facility identified that the injector was removed from the blister tray prior to insertion of ovd and flap closure. This is a deviation from the IFU. The IFU states that the injector should remain in the tray until ovd is inserted and the flaps are fully secured. Removal of the injector from the blister tray prior to completion of these steps can lead to misalignment of the lens and in a very small number of cases a failed or damaged injection. The IFU contains detailed instructions on the use of rayone as referenced below: "fig 1 completely peel back the lid of the first blister pack. Fig 2 carefully peel back the lid half way down the second blister pack. Fig 3 carefully drain the saline from the blister tray and peel off remaining lid. Do not remove the injector from the blister tray. Do not wait more than 3 minutes before adding ovd - dehydration risk. Fig 4 insert the viscoelastic cannula into the opening marked with an arrow on the cartridge and apply sufficient ovd to completely fill the cartridge. Fig 5 keep the injector in the tray and close the cartridge firmly together by pushing the moving half of the cartridge (labelled 2) against the fixed half until you hear it click closed. Check both clips have "clicked" shut and secured the cartridge. Fig 6 gently lift out the injector from the tray".

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received an adverse incident report from (B)(6) submitted by a (B)(6) healthcare facility. The event description provided states "further issues with haptics reported : haptic broken, haptic partially sheared off, haptic damaged".